Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Using the pod 5 / page 53: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 22.2 mmol/l (400 mg/dl) while wearing the pod between 1 and 4 hours on the abdomen. The patient noted the needle did not deploy; indicating a needle mechanism failure. A new pod was applied to treat the hyperglycemia. The patient's blood glucose, carbohydrate, and insulin history is as follows: time: bg(mg/dl): cho(g) : bolus(u): 6:00 am, 150, 35, 1.4. 9:30 am, 400.

Manufacturer narrative:
Soft cannula was in the undeployed state when the device was received. Inspection of the device found no damage in the needle mechanism or linkage assembly, however, damage was found to the formed needle. The needle tip was bent upward. The downloaded data showed no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin. No other defects or deficiencies were found during the investigation.